Event description:
I had a sacral colpopexy, enterocele repair, rectocele repair with graft in 2004. I had it done. They used the mersilene mesh. For the past year and one half, I have had nothing but problems. I have mesh erosion into the bladder and possibly the vaginal vault and rectum. My doctor wants to take me back to or and "trim" mesh. I am of an age that I cannot undergo any further radical surgeries. I do not know what to do. My anguish is great. I am looking for answers on how to resolve my problem. Dates of use: 2004 to 2008.